Event description:
During a PICC placement procedure, the .018/60cm guidewire used with the introducer needle broke. The breakage occurred outside the body and there was no pt injury. The procedure was completed with another of the same style guidewire. The used device has been returned for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(6) 2010 complaint report was reviewed for any adverse trends regarding the product family of guidewires and the failure mode "broken." No trends were noted. The used guidewire was returned and forwarded to our supplier, (B)(4) for eval. (B)(4) acknowledged that the guidewire was returned in 3 pieces and that it appeared to have been subjected to "tensile overload with tensile loading, bending overload, cutting/mechanical shear damage." While it is not possible to determine the exact cause of the failure, it is likely that procedural factors, such as withdrawing the guidewire through the entry needle contributed to the damage. The directions for use packaged with the device include the caution, "the guidewire should not be withdrawn through the entry needle. If the guidewire tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire." (B)(4).